Manufacturer narrative:
(B)(4). No product has been returned to assist in our investigation. Per specification, quality control personnel confirms the type and outside diameter of tubing for the catheter, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. They also confirm the surface of the catheter is smooth and clean, free of excessive dents and kinks. They also confirm the surface is clean and free of imperfections and the dimensions of the inner and outer diameters. W/o return of the device or add'l info about the pt anatomy, it is difficult to determine with certainty what may have led to this failure. The description of the event states that the access was "difficult." It is possible that the device encountered resistance beyond its design due to the "difficult insertion." The pt will return for surgical removal. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment (qera) no risk mitigating action is necessary at this time.

Event description:
The male pt was undergoing elective procedures including a femoral angiogram. Access with the micro-dilator was called "difficult" and 5cm of the micro-sheath was retained in the femoral artery. Pt will need to return to surgery for removal. Pt outcome or date for add'l surgery not provided by the rptr.